Event description:
The surgical left eye was inflamed. The doctor removed the iol from the eye and replaced another. He diagnosed no decreased va, but severe cells appeared (normal is 0, but this is 2+). Valtrex was administered due to continuous inflammation.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. This report includes additional information not available/included in the initial report, in the following sections: g7 - type of report: indicates follow-up #1 h2 - type of follow-up: indicates additional information h6 - manufacturer's codes: additional information added for method, results and conclusion. Parts of the device were returned to the manufacturer, and the product investigation was conducted. In addition, a post-operative inflammation summary (pois) form was completed by the physician and reviewed along with the device history records by the manufacturer's expert reviewer. The findings are summarized below: the iol was returned. However, we didn't conduct appearance check because it is possible that the patient has infection. The lens case was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: kesz0624; model: va-60bbr) especially, the sterilization records all met our criteria. Expert reviewer assessed the pois and reported her conclusion. The medical monitor required more information. But the clinic didn't want to provide further information. However, medical monitor also mentioned it seems to be not lens-related. Exact root cause is not determined. From our investigation, we assume this issue is not product related. Expert reviewer's conclusion: the cause of the inflammation seen in the patient eye cannot be positively identified based on the very limited amount of information available. It is believed to be sterile endophthalmitis cause by bacterial endotoxin based on the massive infiltration of ac cells the day after surgery. The manufacturer's lens is not believed to be the cause because the lot it came from met the endotoxin specification of less than <0.2 EU per lens. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time and not CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. The manufacturer's codes for: method; results; and conclusion - are pending the final product investigation findings. Once this information is available, a follow-up report will be submitted to FDA, which will include this information.

Event description:
The surgical left eye was inflamed. The doctor removed the iol from the eye and replaced another. He diagnosed no decreased va, but severe cells appeared (normal is 0, but this is 2+). Valtrex was administered due to continuous inflammation.